Event description:
It was reported that the pt underwent surgery for the treatment of stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a sling and cr bard pelvitex were implanted. The pt experienced pain and erosion of her internal bodily tissue post-operatively. No additional info was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 10/16/2019. Additional narrative: it was reported that patient underwent concurrent laparoscopic supracervical hysterectomy.